Manufacturer narrative:
Ocd performed retain testing, batch review, and complaint review by lot. All results were satisfactory. Cap survey sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reported false (B)(6) result for sample # 05 for dat test on cap survey. However, indicated, when facility received their summary report, the actual result for sample # 05 should have been (B)(6). Testing was repeated using ocd lot # mcd115h, no reaction noted. After rt incubation saw microscopic weak results . Results were reported as (B)(6) for c3d. No qc testing performed on day of testing. Account did not specify day of original testing.; but reported incident on (B)(6) 2016 to ocd . Frequency: 1x/ cap sample 05. Methodology used: tube testing. Sample type: cap sample. Cards /cassettes/rbc storage condition temperature: all reagents stored appropriately. Visual appearance before use: all reagents have a normal appearance prior to use. Repeat testing was performed and got microscopic weak (B)(6) with mcd115h after rt incubation. Ocd discussed possible sample related. Customer did indicated according to summary report, five percent of facilities failed the cap proficiency #05.